Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, the jaws of the device appeared clean and no traces of blood or eschar buildup were present on the device. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key (the part of the device that connects to the generator). The device activation logs showed a total of 7 activations. Of those, 6 activations resulted in an alarm by the generator and interruption of energy output; a safety feature by design. During functional testing, engineering activated the device on porcine mesentery and concluded that the device performed to specifications. As such, engineering was unable to replicate the event and determined that the device functioned as intended. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric sleeve- "the event occured before starting the surgery the device wasn´t sealing as normal and device displayed check device all the time but wasn´t sealing." Additional info received and translated by team member - the surgeon was able to verify that the device wasn't sealing before the start of the surgery because the surgeon tried it on a wet gauze pad and it didn't work. Then he went in, sealed, and didn't work. It didn't seal inside the patient. The device was plugged and re-plugged in. It did not eliminate the alarm and still wasn't working after that. The device was plugged into another port on the generator and it still didn't work. The device was changed for a backup one. The generator was turned off an on again and still didn't eliminate the alarm. The surgeon was able to resolve the issue because the rep gave him a new device and it all worked perfectly fine. Therefore the previous device was the one that wasn't working well. The peritoneum was the vessel being sealed when insufficient hemostasis was observed. The surgery was a gastric sleeve. Throughout the entire length of the jaws it wasn't sealing at all, and that's why the device had to be replaced. It did not work distal, proximal, medial, or not at all. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. The patient did not exhibit vascular pathology. The device was not used on inflamed or diseased tissue. Patient status unknown.